Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced leakage, and foreign matter within the fluid path. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about water droplets leaking from unused products. According to the user's report, water droplets leaked from the unused product before use. Bdj's sales rep. Has already explained that there is no problem in using these products even with water droplets.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary. Customer returned (10) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 0286309. Customer states that water droplets are leaking from unused products. All returned syringes were examined and no foreign matter was observed in any of the returned samples. All samples were then tested and no foreign matter came out of the cannula when the plunger rod was fully depressed on all of the returned samples. Al returned samples were also tested and all were able to draw and expel properly without any observed leakage. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe, the device experienced leakage, and foreign matter within the fluid path. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: this is a report about water droplets leaking from unused products. According to the user's report, water droplets leaked from the unused product before use. Bdj's sales rep. Has already explained that there is no problem in using these products even with water droplets.